Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the doctor reamed to 56mm and then used the 56mm window trial. When he went to pull out the trial, the inserter pulled out and the doctor pulled out a little wire of the threading. The doctor tried to re-thread the inserter, and was able to. He used a bone tap for a while until it loosened and came out."